Manufacturer narrative:
The customer replaced the hard drive themselves and the issue was resolved. Device was not returned.

Event description:
The customer reported that the central monitoring system (cns) goes to bluescreen when they tried to restart the system. There is an error message referring to a bad sector.